Event description:
It was reported that during hysteroscopy dilation and curette procedure, the surgeon window-locked the blade properly. When the blade was introduced to the uterine cavity, visualization was compromised. Surgeon tried removing blade from cavity, and visualization improved. Every time the blade was reintroduced, visualization was impaired. Surgeon did not want to remove tissue with poor visualization. Blade was removed from cavity and tissue was removed through other methods. Blade was disposed of before it could be examined and prepared for return to smith & nephew. Although smith & nephew devices were available as backup, the surgeon chose the use of a curette to remove the remainder of the tissue and the procedure was completed successfully. There was no reported patient injury or complication. The patient¿s post-operative condition was reported to be okay as well.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).